Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that the drive support cap is loose and is sticking out of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that their insulin pump was out of warranty. The customer did not return the product back for analysis.